Event description:
Received info that the pt experienced a loss of stimulation. X-rays were taken and showed a possible lead fracture. On (B)(6) 2010, the lead was replaced. Physician commented "that the lead fell below compared to implant." Pt outcome is reported as recovered.

Manufacturer narrative:
(B)(4).